Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a surgical procedure the extension seemed to be defective. The extension was never implanted and a new extension was used. The patient recovered without sequela.

Manufacturer narrative:
Analysis of extension model 3708140 serial # (B)(4) determined no anomaly was found. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.